Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the anti-fogging function of subject device was not working. This issue occurred during sedation (device inside patient) for a therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented (component failure of the rigid tube). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. The reported event can be detected/prevented by following the instructions for use which state: the anti-fogging function was not working. Chapter 7.2.3 switching on the video system center 1. Switch on the video system center. 2. Perform the inspection workflow of the video system center as described in its instructions for use. During the inspection, do not clean the video telescope or expose it to temperature changes, e.g. Due to preheating. 3. If necessary, switch on the video system center again. 4. During the first 3 minutes of normal use, do not clean the video telescope with liquids or wet cloths. Only use a dry, lint-free cloth for cleaning. After completing the above instructions, avoid switching off the video system center until the procedure is complete. Not following these instructions can cause the error message "e104" (fog-free function is not working properly) to be displayed. Chapter 7.4 testing warning risk of burns to the patient and/or user if the monitor displays error message "e104" (fog-free function is not working properly): 1. Remove the video telescope from the patient. 2. Follow the instructions in the section "troubleshooting" on page 37. If the error message "e104" is still displayed, contact an olympus representative or an authorized service center. Chapter 8.2 procedure note fog-free function wa50040a, wa50040a the distal end of the video telescope has an automatic fog-free function. The fog-free function is always active when the video connector is connected to the video system center and the video system center is switched on. When the temperature of the distal end of the video telescope is lower than the body temperature, there is no fogging and there is a clear field of view. If the temperature outside the body is low, the fog-free function works slowly. Warning risk of burns to the patient and/or user if the monitor displays error message "e104" (fog-free function is not working properly): 1. Remove the video telescope from the patient. 2. Follow the instructions in the section "troubleshooting" on page 37. If the error message ¿e104¿ is still displayed, contact an olympus representative or an authorized service center. Chapter 8.3 troubleshooting problem error message "e104" (fog-free function is not working properly) is displayed. Remedy remove the video telescope from the patient. Disconnect the video telescope from the video system center and the light source. Clean the electrical contacts of the video connector with a clean, lint-free cloth. Wait for at least 1 hour. Connect the video telescope as described in the chapter "preparation" on page 24. Wait at least 3 minutes. If the error message "e104" is still displayed, contact an olympus representative. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.